Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported that a patient received a drnoov model intraocular lens (iol) in the left eye. Following the procedure, the patient experienced difficulty with near vision, dry eye, and visual fluctuations. During a post-operative examination, the patient reported challenges with daily activities, including starbursts and apprehension about driving at night. The lens was subsequently explanted and replaced with a b&l li61a0 lens, after which the patient was noted to be fully recovered. Best spectacle corrected visual acuity was recorded as 20/20-2 pre-operatively and 20/30-2 post-operatively. There were no reports of unplanned incision enlargement, sutures, vitrectomy, or procedural delays, and the directions for use were followed. No further information provided.